Event description:
It was reported during a procedure of ipg replacement (elective replacement) the lamitrode lead was unable to come out of the ipg and as such the physician had to cut the lead and left implanted the remaining lead. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.